Event description:
The dexcom g5 mobile app on my (B)(6) crashes almost every night. I have read reports online of this starting to be widespread and possibly caused by a memory leak. Dexcom has not notified me of any issues with the software/device at this time. The (B)(6) is the receiver for this continuous glucose monitoring system. With no active receiver, I cannot be notified of a serious blood sugar event, effectively making this product non-functional until I open the app again on the phone, and it then takes 5-30 minutes to reconnect. While not connected, I am not being recorded at night, so I can also not use that data to correct my sugars. When the app crashes, there is no notification of it. While not running (crashed), no notifications from the app are active either. This is a serious concern for me as with the g4 system I had prior, there was no app to crash.